Manufacturer narrative:
The company representative observed 3 "auto fill failure" alarm I the error log but he was unable to reproduce the failure. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an"autofill failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.